Event description:
It was reported that "the pump is charging and when it gets to 20% it will drop down to 10% 5%.". There was no reported adverse impact to the customer. Tandem technical support confirmed no follow-up was needed regarding the issue. No additional patient or event information was available.